Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that patient received 4 inappropriate shocks from probable partial fracture in fidelis. Patient hospitalized with tachy mode off and aai pacing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).